Manufacturer narrative:
The date of event is estimated as (B)(6) 2015 since the caller reported that the event occurred approximately two (2) months prior to his call on (B)(6) 2016. Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. This issue will continue to be tracked and monitored.

Event description:
The caller (end user) alleged a variance between the inratio inr result and an alternate point of care (poc) inr result, which occurred approximately two (2) months prior to the phone call on (B)(6) 2016. Results are as follows: estimated date: (B)(6) 2015, inratio inr: 1.5, poc inr: 2.5, therapeutic range: 2.0 - 3.0. The time between testing was less than three (3) hours. There was no reported adverse patient sequela. There was no additional information provided.